Event description:
Additional information was obtained on 12/22/2015 that the patient did have the vns system removed on (B)(6) 2015 due to the infection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient developed an infection at both her lead and generator sites. She received an initial implant on (B)(6) 2015 and saw her surgeon on (B)(6) 2015 and they drew off fluid from the chest site sent for cultures and found a rare infection. They have placed her on antibiotics and the surgeon is suggesting removal of the device. The surgeon was unaware of this rare condition prior to surgery and has decided that she will not be re-implanted once explant occurs since she is so susceptible to infection. Although explant of the devices is likely, surgery has not occurred to date.